Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantable cardiac monitor (icm) implant procedure, an attempt was made to interrogate the device post implant. The device exhibited a power on reset (por). The por was cleared and the device then displayed end of service (eos). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Device analysis revealed that a partial electrical reset occurred in the medical facility four days before the implant procedure. While the eos(end of service) flag was set, telemetered battery voltage indicates that the battery is not at the eos level yet. Analysis of the hybrid found no high current drain anomalies. Requested memory test programming and static iddq memory programming did not cause higher current drain conditions. Battery analysis revealed that no evidence of an internal mechanism for premature depletion was found during destructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.